Event description:
The thermacor 1200 infusion system was being used during surgery on (B)(6) 2012 (the hospital was unsure of the actual date). During the procedure, it was noted that the outflow connector of the patient line was allowing air into the patient line, and then it was noted as leaking fluid. The system was stopped and changed out with a level one unit. No patient harm was indicated by the physician.

Manufacturer narrative:
The cassette and patient line were returned for evaluation. During the investigation it was found that the colder connector was missing the silicone o-rung. The manufacturer of the cassette kits has completed inspections for defective colder connectors. Travelers are being updated to include the inspection of the colder connectors during assembly of the patient lines.